Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-15077. It was reported the pt was experiencing overstimulation from the ipg with stimulation on. The sjm rep met with the pt on (B)(6) 2014 and reprogramming resolved the issue. The pt indicated 2 days later, she experienced overstimulation again which caused here to fall and suffer a concussion. The pt's physician advised the pt to turn her system off. The pt is to meet with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.